Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it seemed like the device was not working so the patient double the strength from 0.3 to 0.7. The patient stated that after 3 visits to the chiropractor she forgot to turn off the device and thought that was why she peed every hour again. The patient also mentioned that she would get new batteries to see if that helped with the urgency and frequency. There were no further symptoms or complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device hasn't been working for at least a month. The patient stated that she had frequency, urgency, and everything she used to have before implant. The patient mentioned that she went to the chiropractor without turning her stimulator off and prior to the report she increased her stimulation from 0.3 to 0.5. Trouble shooting attempts were made and the patient programmer showed stimulation was on and the patient confirmed feeling stimulation in the correct area. The patient increased stimulation from 0.5 to 0.7 and could feel a little stimulation at 0.7 but did not want to increase further. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.